Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during a variceal banding procedure, in the esophagus, performed on (B)(6), 2009 (patients age is unknown however, it has been reported that the patient is over (B)(6); patients' gender is unknown). According to the complainant, during the procedure, the bands misfired inside the patient. No attempts were made to retrieve the bands with no harm to the patient. The scope was removed from the patient, the patient was re scoped and the case was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during a variceal banding procedure, in the esophagus, performed in 2009. According to the complainant, during the procedure, the bands misfired and were left in the patient. The scope was removed from the patient, the patient was re scoped and the case was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the trip wire was not properly cinched into the handle slot,and was not properly wound around the drum. Functionally, the handle knob was able to turn and produced an audible sound at each complete turn. The cause for the bands not deploying is related to the failure to cinch and wind the device as specified in the direction for use (dfu). Therefore, the most probable root cause has been determined to be user error. (B)(4)